Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred less than a minute after initiation of the patient's hemodialysis (hd) treatment. The blood leak was reported as being internal and visible within the dialyzer on the arterial side. No dialyzer damage was observed. The machine did alarm. Blood test strips were used and tested positive. The patient's estimated blood loss was approximately 350ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for evaluation. A visual examination of the device revealed the fiber bundle was streaked with blood residue and the fibers were wet with indication of blood exposure. Coagulated blood was noted on the circumference of the fiber bundle at the cavity ID end. Coagulated blood was also identified (at both ends of the dialyzer) between the screw flanges and potting cut surfaces. Gross visual examination of the sample did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane (pu) material was distributed evenly and was noted to be intact. The visual inspection did not determine any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed (possibly due to the coagulated blood). The dialyzer was then subjected to destructive disassembly for further visual examination. Both screw flanges were removed and subsequent visual examination of the pu cut surfaces noted both ends to be intact; there was no visual damage, irregularities or separations identified. The fiber bundle was then removed from the dialyzer housing to better inspect the inferior pu surfaces/fiber bundle. The subsequent visual examination did not identify any damage or irregularities; no fiber fragments, broken, kinked, looped or short fibers were noted. The inferior potting end surfaces were also inspected for voids. No voids were identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Although a leak was not observed during bubble point testing, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber at the cavity ID end. Coagulated blood within the lumen of individual fibers may have occluded flow. As a result, laboratory testing may be inconclusive regarding the failure originally reported by the complainant facility. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of the product.